Event description:
The recipient is reportedly experiencing a loss of lock. External equipment was exchanged, however the issue has not resolved. Revision surgery is under consideration.

Manufacturer narrative:
Additional information: section b.3, d.6b the recipient experienced loss of lock after a head trauma. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top and bottom covers, and a displaced electrode ground ring. These are believed to have occurred during revision surgery. Photographic imaging inspection revealed broken antenna wires. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis (rga) test. This device had broken antenna coil wires. A corrective action was implemented. In addition, based on an assessment of the rga test data, it is determined that this device was non-hermetic. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top and bottom covers, and a displaced electrode ground ring. These are believed to have occurred during revision surgery. Photographic imaging inspection revealed broken antenna wires. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis (rga) test. This device had broken antenna coil wires. An internal corrective action was implemented. In addition, based on an assessment of the rga test data, it is determined that this device was non-hermetic. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.